Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they couldn't charge the implanted neurostimulator. Patient said the controller battery was full, but when they hook up the recharger to the controller, they kept getting device not found. Patient also said they hadn't been able to get a full charge because they would charge for a little bit, then the controller would just stop charging and they would have to find the device again even though they didn't move. Patient also said passive recharge mode would show all 100. Agent asked, patient said the issue started a couple weeks ago getting and staying connected. Patient then said the last time they charged, the circle part of the recharger got extremely hot. An email was sent to the repair department to replace the recharger. Patient mentioned they had a problem with the controller before and was sent a replacement.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755; serial# (B)(6) ; product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.